Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, after troubleshooting previous 319 errors, the customer encountered repeated 307 errors. The technical service engineer (tse) had the customer power down the system and hard power cycle the endoscope controller and the video processor. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed, and the reported failure was replicated. This unit was installed into the test system, and it failed with error at startup. The error code 319, which means that, the node configured to be present did not respond at system start up. For troubleshooting, at the test bench, power was applied, and the unit was completely off, pointing to failed power supplies. The complaint was confirmed based on the field evaluation and failure analysis.